Manufacturer narrative:
An event of miss-sizing of the device resulting in embolism was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. A CAPA was initiated for further investigation on the device embolization, per internal procedures.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 5/4 mm amplatzer piccolo occluder was selected for implant in an (B)(6) kg infant with a large pda. During the implant procedure the device mis-sized resulting in device embolization. An attempt was made to retrieve the device by use of a snare, but was unsuccessful. The device was surgically extracted to resolve the event. The procedure was not extended longer than is clinically significant. The patient is stable.